Event description:
Customer called on (B)(6) 2011 reporting of a fluid collect on top of reagent cartridges but mostly on the lower reagent carousel of a unicel dxc 600 synchron system. Customer stated that there was no leak observed from the reagent probes at the time. Customer mentioned that the source of fluid was unknown and that no chemistry calibration or qc had failed. Customer noted that he had labcoat and eye glasses on at the time of event and customer technical support (cts) advised the use of goggles, lab coat and gloves for protection. Customer reported that no one was exposed or injured as a result of the incident and no erroneous result was generated. Cts had advised customer to stop use of instrument and wait for service to arrive. Field service engineer (fse) was dispatched and found evidence of fluid on outside of reagent cartridges and on spill tray. Fse was unable to reproduce the issue or confirm the source of the fluid or leak. Fse noted that the area where the fluid was found suggested that reagent probe b was the source of the leak. Fse proceeded to replace reagent probe b collar wash vacuum valve and recommended to the customer that they discard any onboard reagent that fails qc. Repair was then verified per established procedures. As of (B)(4) 2011, customer had not contacted beckman with requests for further assistance with this issue.

Manufacturer narrative:
(B)(4).